Manufacturer narrative:
Additional information: b1: adverse event. B2: required intervention to prevent permanent impairment/damage (devices). D6b: on (B)(6) 2024. B5: the reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -9.50/5.5/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2022. Lens rotation not associated with a low vault was reported. On (B)(6) 2024 the lens was exchanged for a longer length lens and the problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: h3-device evaluation: lens returned in a vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# 733940.

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -9.50/5.5/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022 . Lens rotation not associated with a low vault was reported. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.